Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones due to high out-of-range right ventricular (rv) shock lead impedance measurements. No adverse patient effects were reported. No surgical intervention is planned and the patient will be monitored.